Manufacturer narrative:
No investigation was performed. No information available regarding the product that was involved. Patient did not provide information for an investigation. Unable to determine root cause or conduct trending analysis. No further action to be taken unless the patient responds with more information. No new risks identified, the current risk is identified with a low rate of occurrence for the reported complaint categories. No correction or corrective action required. The lot history record for the complaint was not available to be reviewed. Unable to determine root cause. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
Facebook complaint received: "14 years post lap band all of the weight is back and I suffer from horrible reflux now requiring 3 pills a day to control. It is nearly impossible to find a doctor willing to follow me for it since I moved away from the state where I had it done. If I had it to do over, I wouldn't. The company should find me a surgeon and cover the removal... But that's not going to happen."